Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a high blood glucose alert when blood glucose level was not high. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer; however no response from the customer was received.